Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have charring and/or localized melting on the outer surface of one bipolar yaw pulley. The instrument passed the electrical continuity test. The complaint was confirmed by failure analysis. .

Event description:
It was reported that during a da vinci-assisted general surgical procedure, 8mm fenestrated bipolar forcep instrument cable was broken. The procedure was completed with no reported injury.